Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging that the one touch lancing device does not fire. The pt manages her diabetes with oral medication. The pt claimed the lancing device issue began over 1 month ago. On several occasions after the product issue began, the pt reportedly developed low symptoms described as weak and dizzy. During her alleged low symptoms, a non-healthcare provider administered treatment with juice and candy. The pt did not test with any other devices at the time of concern. It would have been helpful to know if the pt was able to obtain her blood glucose despite the product issue and to have more details concerning the pt's diabetes regimen and the circumstances surrounding the incidents. During troubleshooting, the customer care advocate determined there was no product misuse. However, the product issue was not resolved. This complaint is being reported because the pt claimed she received treatment suggestive for hypoglycemia on several occasions after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.